Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device was filed under a separate medwatch manufacturer report. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The right common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a heavily calcified right common femoral artery was attempted using two perclose proglide devices. Reportedly, when the needle plunger was removed, the suture was not captured. The device was removed over a guide wire and a second proglide device was attempted, but when the needle plunger was removed, again the suture was not captured. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.